Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 30 occurred during the load process. In addition a minimum fill notification occurred after that cartridge was filled with 100 units of insulin. The customer¿s blood glucose level was 115 mg/dl. Reportedly, a new cartridge, an infusion set was loaded to address the issues, and insulin delivery was resumed.